Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device that auto deflates. A surgery was performed, during which the physician explanted the device. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned device underwent a comprehensive evaluation. During microscope inspection, it was revealed that the first cylinder had a hole in the outer tube due to sharp instrument damage at the proximal end, resulting in it not passing the test, although it did pass the leakage test. The second cylinder and reservoir both passed microscope inspection, with no damage or abnormalities found, and passed the leakage test for both components. The pump passed visual inspection and the leakage test; however, functional testing did not pass, not passing inflation test 1 and 2. Based on the information available and analysis results, the reported allegation of spontaneous deflation was confirmed and most likely determined to be the pump failure of inflation tests 1 and 2 from the functional test, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a device that auto deflates. A surgery was performed, during which the physician explanted the device. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned device underwent a comprehensive evaluation. During microscope inspection, it was revealed that the first cylinder had a hole in the outer tube due to sharp instrument damage at the proximal end, resulting in it not passing the test, although it did pass the leakage test. The second cylinder and reservoir both passed microscope inspection, with no damage or abnormalities found, and passed the leakage test for both components. The pump passed visual inspection and the leakage test; however, functional testing did not pass, not passing inflation test 1 and 2. Based on the information available and analysis results, the reported allegation of spontaneous deflation was confirmed and most likely determined to be the pump failure of inflation tests 1 and 2 from the functional test, a conclusion code of cause traced to component failure was assigned to this investigation.